Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, non defib lead, (B)(6) 2009; 5076-58, non defib lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that upon device interrogation it was noted that there was a power on reset (por). The patient mode and parameters were unchanged. During further investigation, the patient stated that they had a lumpectomy and had received radiation. The device check was normal and all diagnostics were within normal ranges. The device remains in use. No patient complications have been reported as a result of this event.